Event description:
On an unknown date in (B)(6) 2020, an 80 year-old male patient reportedly underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses as well as a viabahn® endoprosthesis. Reportedly, the patient presented without a cardiovascular risk factor. On (B)(6) 2023, all endoprostheses were explanted due to a type ib endoleak.

Manufacturer narrative:
H3: code "other" - gore was notified by third party investigator gepromed about a level 1 explant analyis report involving five gore® endoprostheses due to a type ib endoleak. Gore as contacted gepromed for additional information. Reported concomitant medical devices: gore® excluder® contralateral leg component unk/unk gore® excluder® iliac extender component unk/unk. Gore® excluder® endoprosthesis unk/unk (unidentifiable in explant image). Gore® viabahn® endoprosthesis with propaten bioactive surface unk/unk. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. A1, patient identifier (in confidence) - no patient identifier has been provided by the source. Therefore, data provided reflect gore's internal number for this case. B5, describe event or problem: updated content. H6, medical device problem code: replaced code a0101 with code a050408 h6, type of investigation: code b01: withdrawn. The catalogue - and serial numbers for the gore® excluder® aaa endoprostheses involved in this event could not be obtained. Therefore, it was not possible to perform a review of the manufacturing paperwork for those devices. Concomitant medical devices updated: gore® excluder® contralateral leg component unk/unk possibly a gore® excluder® iliac extender component unk/unk gore® viabahn® endoprosthesis with propaten bioactive surface unk/unk (this last device was reported under MFR report# 2017233-2024-04532) explant evaluation summary: the gepromed third party investigator analysis report on the explanted gore® medical devices was shared with gore during a collaborative investigation effort. The following describes our investigation findings: segment 1: the device fragment was reported to measure 90 mm in length and consisted of the trunk ¿ ipsilateral leg endoprosthesis. The trunk main body appeared to be circumferentially transected. An unknown portion of the constraint sleeve was attached to the ipsilateral leg. The ablumen was covered with scattered plaques of red-brown material. The lumens of the contralateral gate and ipsilateral leg had a thin coating of dark red-brown material. The contralateral gate was widely patent. The patency of the ipsilateral leg was not able to be determined based on the images provided and a lack of a saline-patency test being noted. Segment 2: the device fragment was reported to measure 44 mm in length with extremity a circumferentially transected. The segment is presumed to be a contralateral leg endoprosthesis. An unknown portion of the constraint sleeve was attached to extremity b. The ablumen was generally devoid of tissue except for scattered plaques of red-brown material. The lumen at extremity a had an area of slightly thickened dark red-brown material while the lumen of extremity b had a thin coating of dark red-brown material. The segment was widely patent. Segment 3: the device fragment was reported to measure 28 mm in length with extremity b circumferentially transected. The segment is presumed to be a contralateral leg endoprosthesis but may also be an iliac extender. A presumed dacron® material is attached to extremity a of the fragment with blue monofilament suture. The lumen of the fragment had a thin coating of dark red-brown material and was widely patent. Segment 4: the device fragment was reported to measure 40 mm in length with extremity a circumferentially transected. The segment is presumed to be two overlapping contralateral leg endoprostheses. An unknown portion of the constraint sleeve was attached to extremity b. The ablumen was generally devoid of tissue except for scattered plaques of red-brown material. The lumen of the fragment had a thin coating of dark red-brown material and was widely patent. Segment 5: the device was reported to be 100 mm in length and consisted of a gore® viabahn® endoprosthesis. The ablumen and lumen were devoid of tissue. The device was widely patent. See figure 1. The configuration of segments 2-5 cannot be determined from the images and information provided. From the images provided, there is no appearance of ¿macroscopic degradation of the membrane¿ for segments 1-4. From the gross images provided, all material disruptions (i.e., transections) appear consistent with those caused by surgical instrumentation (e.g., scalpel, scissors), likely used during the explant procedure. This complaint was initiated based on information received from the field. Multiple attempts were made over an extended period of time to the third party investigator to obtain additional information, such as initial implant date, device identification, and cause for the endoleak. However, no further information was provided to gore for this patient. Reportedly, a type ib endoleak was the reason for the explant of the endoprosthesis, but there is insufficient information available as to reasonably draw conclusions related to further aspects of this event. The anatomical location of the type 1b endoleak remains unknown. Also, images to directly assess product location and product performance were not available. Based on the incident description and the subsequent investigation, the cause of the reported type 1b endoleak could not be independently confirmed during the investigation. Gore is therefore unable to assign a root cause. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak, surgical conversion.

Event description:
On an unknown date in (B)(6) 2020, an 80 year-old male patient reportedly underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses as well as a gore® viabahn® endoprosthesis with propaten bioactive surface. Reportedly, the patient presented without a cardiovascular risk factor. On an unknown date, the patient was reportedly diagnosed with abdominal pain and anemia. On (B)(6) 2023, all endoprostheses were explanted due to a type ib endoleak.